Manufacturer narrative:
Reader mcga309-j3642 has been returned and investigated. Visual inspection was performed on the reader and burn marks on the usb pin port was observed. There was massive corrosion in the usb port and nearly 3 port pins missing. The lcd screen was de-cased and and massive corrosion/contamination was observed inside due to water damage. Reading logs were unable to be downloaded due to the damage. The issue is not confirmed due to a user issue. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. DHR's verified that the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports seeing "visible smoke" coming from their adc device while charging it. There was no report of death, serious injury, or mistreatment associated with this event.